Event description:
It was reported that the patient presented for follow up with a complaint of pulsing during pacing. A device interrogation revealed elevated capture threshold exhibited by the right ventricular lead. The patient was brought in for explant and the lead was replaced. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.